Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's holder was found torn in the middle upon opening the package. The customer indicated no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's holder was found torn in the middle upon opening the package. The longer length of the strap was torn in the middle. There was no patient involvement.